Manufacturer narrative:
No patient information was provided for this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse noted during troubleshooting that the tubing between reagent pipettor 1 pump and pipettor was leaking due to a crack. The fse noted there were "ultrasonic level sense", "reagent dispense pressure is not the characterized response" and "pipettor detects sample vessel fluid at unexpected height" are all errors for pipettor one that occurred on the day of the event. The fse replaced the tubing to correct the event. A pipettor matching and low volume matching routine, diltest, system check and qc was within specifications after service intervention. In conclusion, the crack in the pipettor tubing is the cause of this event as insufficient reagent being delivered to the reaction vessel would result in reduced relative light unit response of an analyte which could lead to erroneous results.

Event description:
The customer reported their unicel dxi 800 access immunoassay system serial number (B)(4) had generated approximately 300 erroneous patient test results involving multiple assays. It is unknown whether there was any change to patient treatment in connection to the event. There was no report of death or injury in connection to this event. Sample type is unknown. Samples are collected in 13x75 becton dickinson (bd) vacutainer tubes, spun at room temperature for 10 minutes at an unknown speed. There was no information about sample integrity supplied for this event. Review of the supplied system event log messages demonstrated multiple messages posted to the event log including ultrasonic level sense, reagent dispense pressure errors and pipettor detects sample vessel fluid at unexpected height. Customer reported quality control (qc) was within specifications prior to and after the event. However, the supplied instrument arc data file shows reduced analyte recovery on qc for multiple assays run on pipettor one after the event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.